Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the popliteal artery. The proximal 2-3 cm of the 4.0x100 supera stent could not be completely deployed. The thumb slide was advanced 8 to 10 times, but only 70%; and the stent did not further deploy. Therefore, the delivery system was retracted and by doing so the stent was able to be deployed completely with a very good result. The final outcome was very good and there were no adverse patient effects. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deployment difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review revealed no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.